Event description:
The customer contacted beckman coulter, inc (bec) to report that the presence of blasts in a pt sample was erroneously not flagged when analyzed on their coulter lh 780 hematology analyzer. The erroneous pt sample results were not reported out of the lab. There was no impact to pt treatment associated with this event. Several pt samples assayed on several coulter lh 780 hematology analyzers over a period of several days from the same lab experienced similar events. Manual differentials were performed by the customer for some of the events which verified the presence of blasts. The customer reported that qc (qc) samples were assayed both prior to and after the event and all results had recovered within the lab's established ranges.

Manufacturer narrative:
Beckman coulter inc does not claim to identify every abnormality in all samples. Beckman coulter inc suggests using all available flagging options to optimize the sensitivity of the instrument results. There may be situations where the presence of a rare event may fail to trigger a suspect message. A field service engineer (fse) was dispatched to the customer's site. The fse verified that the analyzers in the lab were operating within current published specs. The fse observed that under the flagging preferences option in the analyzers, a mid-level preference was selected for all flags. The customer was advised that due to the complex variability of blast cells and their data pattern presentations, checking other suspect flags as a possible warning of the presence of blast cells in certain specific instances may be warranted. In addition, setting the analyzer flagging sensitivity to a high level for both variant lymph and blast should be considered. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 8 of 8 reported by the customer.